Event description:
Pt with stab wound to left eye, ruptured globe and lid laceration. One day after the surgical repair (of scleral corneal, and lid laceration) pt had hemorrhage. A second surgery done 10 days later for vitrectomy/lensectomy/drainage of hemmorrhage. During this second surgery, the diathermy machine would not turn off power to the diathermy tip when the surgeon took his foot off the control pedal. As a result, the tip would stick to the pt's sclera. Because the eye has sustained such extensive damage from the original stab injury, there was no hope for survival of the globe or useful vision, and the surgery was stopped. Biomed checked the diathermy unit and found defective footpedal socket. The socket was replaced and the diathermy machine was tested and determined to be working correctly.